Event description:
It was reported that the nurse was warming patient on arctic sun device. It alerted prolonged warm water exposure, so they paused therapy and performed skin checks. They resumed therapy and changed the rewarm targeted temperature (tt) from 36c to 37c and rewarm rate from 0.4/hr to 0.25/hr and stated that before they changed the targeted temperature (tt), water temperature (wt) was around 42c, but now it was around 27c. They would like to confirm the device was working properly since resuming therapy. Confirmed proper pad coverage (patient was 89kg with large pads). Heater command (hc) was 0, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 0, system hours were 15,817 and pump hours was were 14,683. Discussed possible heat generation and checking patient for signs of shivering or microshivering. Discussed how changing targeted temperature (tt) and rate could cause a lag and take the device a moment to catch up. The device seemed to be working properly. Suggested nurse call back if water temperature (wt) was did not begin adjust to patient temperature (pt).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was warming patient on an arctic sun device. It alerted alarm 115 (prolonged warm water exposure), so they paused therapy and performed skin checks. They resumed therapy and changed the rewarm targeted temperature (tt) from 36c to 37c and the rewarm rate from 0.4/hr to 0.25/hr and stated that before they changed the targeted temperature (tt), the water temperature (wt) was around 42c, but now it was around 27c. They would like to confirm the device was working properly since resuming therapy. Confirmed proper pad coverage (patient was 89kg with large pads). Heater command (hc) was 0, circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 0, system hours were 15,817 and pump hours were 14,683. Discussed possible heat generation and checking patient for signs of shivering or microshivering. Discussed how changing targeted temperature (tt) and rate could cause a lag and take the device a moment to catch up. The device seemed to be working properly. Suggested nurse call back if water temperature (wt) did not begun to adjust to patient temperature (pt). Per follow-up information received via email on 21jul2023, nurse stated that the blanket was added to the patient after troubleshooting with mis. It was stated that the patient was able to reach the target without further issue and completed therapy.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.